Event description:
The customer reported a "malfunction: memory error (code #4) and "malfunction: communication error" (code # 5 and # 6) alarms during treatment and during functional check with prismaflex software version 1.07.3.